Event description:
The surgeon reported that this patient¿s lead and generator have been explanted due to infection. The patient was last seen in (B)(6) where a small hole was present near the patient's neck incision. There was no infection at this time, and the surgeon expected the hole to heal. The patient returned to the surgeon's office in (B)(6) and an infection was present. The surgeon believes the infection started at the location where the hole was present and believes it to be due to a stitch coming through the skin, as well as the patient being immunosuppressed. The infection was reported to have spread to the generator site. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.